Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This patient was seen in office for follow up because her device was suspected eri. On interrogation, I noticed the device was already set vdd and that although the atrial sensing and impedance were in range, the lead was unable to capture the atrium. She was referred for a battery change and the physician performing the case will evaluate lead replacement at that time. I was not given an exact date for the procedure as it has not yet been scheduled. The patients weight is unknown.